Manufacturer narrative:
The insulin pump was received with broken battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, and a minor scratched display window. No moisture damage was found inside the device.

Event description:
The customer called to report that the battery threads were cracked. The customer's blood glucose level was 150 mg/dl. The customer did not recall any significant events leading to the damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.